Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "pump turns off" which was verified through a review of the event history log by the presence of "improper shutdown!" But it was not determined if the entries were user induced or due to device malfunction. The evaluation was able to reproduce the reported symptom by observing intermittent direct current operation. Visual inspection found that the battery contact pins on the rear case were depressed. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump just turned off. There was no patient involvement. No additional information is available.